Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, at the first firing, the green button of the stapler was pressed, but the handle was unable to be squeezed, and a few first pins were noticed to be popped out. The product was immediately replaced to complete the case. There was no patient injury.